Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken at the left hand grip and left side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the left push handle/hand grip was missing from the chair, and there was evidence that it had broken off at the weld where it had attached to the top of the back cane of the left side frame.

Event description:
One of the back push handles broke off on this chair this occurred at the weld point on the back cane of the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
One of the back push handles broke off on this chair &#14356;his occurred at the weld point on the back cane of the chair.